Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod was received in pod state 14 having delivered 0 pulses, indicating that the pod did not complete the activation process after being filled. The data also showed that an 0xaa alarm was generated while the pod was in pod state 14, indicating that the total number of ble resets after pod in filled state exceeded the threshold. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended, or that would result in an 0xaa alarm. The exact cause of the 0xaa alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia, needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy after wearing the pod for less than an hour, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 22 mmol/l (396 mg/dl). A new pod was applied to treat the hyperglycemia.